Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error also, unable to verify a35 alarm due to motor error alarm. The insulin pump received was with normal operating current and passed self test and off no power test. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error last week. Customer stated the device had alarmed three times since then it alarmed motion sensor test failure. The device has stopped delivering insulin. The customer's blood glucose was not provided. Customer stated the alarms occurred different types and ever since then has reverted to his backup plan per his doctor request. Troubleshooting was performed. Customer was advised the device need to be replaced. He agreed to return the device for analysis.